Event description:
During testing, a device alert occurred in 30 minutes of operation with default setting and the ventilator stopped ventilating. It could not be solved by recharging and charging the battery. There was no patient involvement in this event.